Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed without problems and a balloon pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.